Event description:
When placing humeral nail, the drill bit broke off in the humerus. Drill bit was removed from pt and both pieces were removed from field. Drill bit placed in nursing supervisors office. FDA safety report ID # (B)(4).